Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the rep that the ax55b instrument would not release after firing the device. The surgeon had to pry the instrument open. No staple line was noted from the stuck instrument. Another ax55b instrument was used to complete the case. There was no consequence to the pt.